Event description:
The patient reported that after passing through a theft screening system, although she could still feel the stimulation, she experienced a return of symptoms. No further information has been made available from the hcp.